Event description:
The customer reproted that they have observed major difference in pulse oximetry readings between a tram/solar 9500 and a masimo radical for patients with no alleged physiological problems. No injury was reported.